Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that a full system prime performed using the new software card. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician; product ID: 8870, serial# unknown, product type: software. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown; product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via manufacturer representative regarding a patient who was receiving bacl often at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that the patient felt like he was getting too much intrathecal baclofen. He had symptoms of lethargy and confusion. The patient had a pump replacement on (B)(6) 2018 for normal eri (elective replacement indicator), which may have led or contributed to the issue. A dose adjustment was made, and the issue was resolved; the patient status was "alive - no injury." No surgical intervention occurred or was planned. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.